Event description:
The customer reported that she was experiencing unexplained high blood glucose for the past six days. Troubleshooting was performed. The customer's most recent glucose reading was 234mg/dl. The customer stated that she changed the infusion set to solve the issue. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test and the insulin pump alarmed motor error. The customer stated that she had an MRI, but the insulin pump was removed and kept in the same cabinet where her clothes were in. Instructed the customer that the insulin pump may have been exposed to the high magnetic field. The customer also stated that her insulin pump has gained a couple hours without her input since a month ago. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.